Manufacturer narrative:
Additional information: the external visual inspection of the device revealed slices on the electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed slices on the electrode prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device was explanted for medical reasons. The device passed the tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The company was informed that the patient's device was explanted in order to perform MRI procedures. The patient was reimplanted with another cochlear device.